Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary the device was returned for evaluation. Ischemia: in order to make a cause determination, the clinical details would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Device history review device passed all post sterile inspection checks.

Event description:
The complainant reported that a patient on impella cp support developed ischemia of the right leg. Unknown intervention was done to successfully manage the condition. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.